Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact the customer¿s blood glucose. Customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.